Event description:
It was reported that a pump alarmed for a system error 345. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found the system error 345 to be caused by a failed upstream sensor. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. At this time, the date of event is unknown.